Event description:
It was reported that an ilet user received a ¿connect cgm, dosing stops in 15 minutes¿ alert due to the dexcom g6 not connecting, traced to incorrect transmitter pairing information entered on the ilet and an attempted start without the correct transmitter serial number. Symptoms included no adverse clinical effects and blood glucose reportedly not impacted. Outcomes included temporary suspension of automated insulin dosing until cgm pairing completed, followed by successful cgm connection after correcting the transmitter serial number and completing sensor warmup. Investigation included remote troubleshooting, review of cgm pairing status on the ilet, verification and correction of the transmitter serial number, reinitiation of pairing, and confirmation of connection after warmup. Investigation of this case revealed user setup error related to misentry of the transmitter serial number, which prevented cgm pairing and prompted the dosing stopped alert; device hardware and components were not found to be faulty. It was concluded, based on previously established findings for similar reports, that the cause was user error in device setup and pairing.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.